Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 240 mg/dl. The pump supplies were changed. Insulin delivery was resumed and a correction bolus via the pump was delivered to address the bg level.